Event description:
It was reported that the customer received an unexpected restart alarm after he went swimming with the insulin pump on. The customer was unable to clear the alarm. It was also stated there was a high-pitched noise, for which troubleshooting was declined. Customer stated the insulin pump seemed to be working again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.